Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ten shocks from their implantable cardioverter defibrillator (ICD) prompting an interrogation of the device. A remote monitor interrogation noted that the patient received inappropriate shocks for an atrially driven arrhythmia. Attempts at follow-up with the patient¿s physician were attempted; however, multiple attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.